Event description:
Upon removal of angioplasty catheter, balloon ruptured. Unable to retrieve fragments. Presumably traveled into lungs. Pt appeared in no distress (no arrhythmias, no dyspnea). Baystate medical center submits this report pursuant to the provision of 21 cfrpart 803. This report is based on preliminary info rec'd by medical center which medical center has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.